Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has inadequate coverage/therapy due to high impedances on the lead. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.